Event description:
A consumer reported following a cataract extraction with an intraocular lens, the reading eye lens shifts and gets foggy. The consumer heard surgeon asked during surgery if the lens they inserted was the smallest one they had. But when she questioned the surgeon later, she was told there was only one size. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received. Current patient condition was continuing. And treatment received.

Manufacturer narrative:
Correction: on initial MDR the evaluation method code of 4119 was an error. It should have been 3331, on the original MDR. The manufacturer internal reference number is: (B)(4).